Event description:
Spontaneous report was received in 2005 from a surgeon regarding a number of pts (identifiers not provided). The pts received seprafirm (unknown indications) and developed dehiscence of the incisional wound on the tenth post-operative day. No further information was provided.